Event description:
In early 2004, this pt was implanted with the gore excluder bifurcated endoprosthesis to treat an abdominal aortic aneurysm. At time of this procedure, imaging revealed that the aneurysm measure 7 cm. In late 2008, computed tomography imaging showed that the aneurysm had grown to 13.9 cm. Two weeks later, this pt expired. No autopsy was performed, however, aneurysm rupture is suspected as cause of death.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specs. Conclusions - aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement of the original gore excluder bifurcated endoprosthesis.